Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced sudden loud sounds and a performance decrement. Hardware exchange/ troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025.the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.